Event description:
The reporter stated that the patient's physician ordered 325 mcg/ml lioresal rather than 500 mcg/ml. The physician told the reporter that "due to increased flow rate, the patient does better with the therapy and the catheter becomes blocked with higher concentration of lioresal." The patient was presently having no therapy issues. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).